Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot number used? What date was the initial procedure, c-section? Did the patient undergo a second operation after the c-section procedure? If so, what was the reason they needed to be re-operated? What is the date of the second operation? Was there any treatment given for the infection? What are patient¿s demographics ¿ age, date, bmi, past medical history?

Event description:
It was reported that during a c-section procedure on an unknown date in (B)(6) 2017, absorbable hemostat was used between the uterus and bladder. The patient presented after 2 months and when opened, the absorbable hemostat was found not completely dissolved and body deal with it as a foreign body. The patient possible underwent a cs hysterectomy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2018 the following information was requested, but unavailable: what is the product code and lot number used? ¿ no information. What date was the initial procedure, c-section? ¿ no information. Did the patient undergo a second operation after the c-section procedure? ¿ no information. If so, what was the reason they needed to be re-operated? ¿ no information. What is the date of the second operation? ¿ no information. Was there any treatment given for the infection? ¿ no information. What are patient¿s demographics ¿ age, date, bmi, past medical history? ¿ no information. The reporter could not follow up with the doctor as he resigned in this period, thus, no further information on the procedure could be provided. The reporter followed up with the hospital, they confirmed that the infection is resolved.